Manufacturer narrative:
MFR#: 3012293198-2020-00099 is associated with argus case (B)(4).

Event description:
I think I'm being poisoned/I could have been poisoned because I have a problem with my tongue [poisoning]. I could have been poisoned because I have a problem with my tongue [tongue discomfort]. Case description: this case was reported by a consumer via call center representative and described the occurrence of poisoning in a female patient who received glycerin (biotene moisturizing mouth spray) oromucosal spray (batch number v0b111, expiry date 30th september 2023) for product used for unknown indication. This case was associated with a product complaint. Co-suspect products included glycerin (biotene moisturizing mouth spray) oromucosal spray (batch number u0a171, expiry date 31st december 2023) for product used for unknown indication and glycerin (biotene moisturizing mouth spray) oromucosal spray (batch number u0a171, expiry date 31st december 2022) for product used for unknown indication. On an unknown date, the patient started biotene moisturizing mouth spray at an unknown dose and frequency, biotene moisturizing mouth spray at an unknown dose and frequency and biotene moisturizing mouth spray. On an unknown date, an unknown time after starting biotene moisturizing mouth spray, biotene moisturizing mouth spray and biotene moisturizing mouth spray, the patient experienced poisoning (serious criteria gsk medically significant), tongue discomfort and product complaint. The action taken with biotene moisturizing mouth spray was unknown. The action taken with biotene moisturizing mouth spray was unknown. The action taken with biotene moisturizing mouth spray was unknown. On an unknown date, the outcome of the poisoning, tongue discomfort and product complaint were unknown. The reporter considered the poisoning to be possibly related to biotene moisturizing mouth spray, biotene moisturizing mouth spray and biotene moisturizing mouth spray. The reporter considered the tongue discomfort to be related to biotene moisturizing mouth spray, biotene moisturizing mouth spray and biotene moisturizing mouth spray. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: adverse event information was received via call center representative on (B)(6) 2020. Consumer reported that, " this biotene, I went to the pharmacy and you have no seal on the product and I think I'm being poisoned. I am very disappointed in biotene. You have no seal on your product. Someone tampered with a biotene in a store. All of them do not. There is no biotene with a seal, a plastic seal. There is no seal. There is none. This one might be tampered with. The tampered product I bought it from I purchased 5 of them, one of them has red and blue in it. It was gross so I left it in the and they gave me my money back. This one that I just read to you, has a seal that they closed to it. The round little seal and there is no way of knowing whether this boxes are tampered with. Because some of them they ripped. When you opened it, the box, some ripped, some have just tiny spots of glue. Are they all tampered with or not? You need a seal on the product. You don't know if they have been opened or not. I could have been poisoned because I have a problem with my tongue. Prod return: yes the bottle is not in there now, I saved the box. I saved a lot of boxes. This is the one has a tag but the other boxes, this one did not rip the inside of the box, it didn't rip the cardboard. The other ones, and I have them, they were ripped card boards. So I don't know what is the right opening, what is legit? And not only that but like I said I have one that has been tampered with and I left it in what I am saying to you is you need tamper proof seals on the product itself. These boxes, it is like the glue is ripped on the box when you open it up. When you open the box, the cardboard rips. Some of them they do, some of them they don't. I don't know how to explain this. When you opened up the box, some of them have just 2 dots and the box have been opened. Others, when you ripped it open, it's got the back of the cardboard on the one side. I have like 6 of them. They are all bi dry mouth moisturizing spray.1. U0a171 // 12 2023 2. U0a171 // 12 2022 I have so many boxes here and they are 8. They are ripped differently and very hard to tell whether they are tampered with. And there is no seal on the bottle. I am not doing it, send me a big envelope and let me return it back to you. What are you gonna do with your product? I am not looking for a refund, I am looking for you to seal the bottles. It should, it is not a question but a definite. Put a seal on your bottle". Follow up information was received on 16 october 2020. The case was not associated with product complaint related to ae. Event of product complaint has been removed from the initial case.